Event description:
It was reported the device was implanted in patient for venous access during chemotherapy. The reporter stated that on the sixth round of chemotherapy infusions the drug was administered as per usual and six days later patient reported pain and redness near the access site. It was determined the device was leaking and extravasation had occurred causing the pain and redness. The portal system was surgically removed from patient. No further adverse effects reported.